Manufacturer narrative:
(B)(4). Batch # p9491v. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional when the hand activation button was depressed. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. The ¿remove instrument from patient¿ alert screen is a prelude to further diagnostics. To avoid inadvertent tissue damage during diagnostics the surgeon is guided to remove the instrument from the incision before proceeding. The ¿reactivate two switch activations detected¿ alert screen is associated with the hand activation button issues. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the surgeon was activating the harmonic on liver tissue and there was an error message to remove instrument from patient and re-activate. Upon the re-activation the generator displayed replace instrument message. The harmonic was unplugged and plugged back in but the same message appeared. The surgeon commented that he may have touched a metal clip while activating. A new harmonic was opened to successfully complete the case. There was no patient consequence reported.